Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer able to successfully clear the alarm. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having pump error on event date of (B)(6) 2022. Tested with a test p-cap and the test p-cap locked in place properly. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed pump error on (B)(6) 2022 06:00:00.000. The power management graph confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and faded serial number label. The p-cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2022 06:00:00.000 due to connector resistance electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.